Event description:
(B)(6) 2006, rerporter had a ctc scan done of his colon. Perforated colon due to the ctc scan. He is now wearing a bag and no one would hire him once they find out about his condition. (B)(6) medical records seems to be disappearing.